Event description:
It was reported that a hip arthroscopy was performed due to pain and suspicion of a soft tissue reaction. The hip devices involved in this incident remain implanted.

Event description:
Additional information supplied which reported a revision surgery was performed in 2011.